Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 700 mg/dl. Troubleshooting was performed. The prime history revealed that the infusion set was changed the day before the event, and the last bolus was on the same day late in the evening. The alarm history revealed multiple alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.